Event description:
The hcp reported the pt experienced an increase in spasticity about the same time as she had a spinal fusion. The intrathecal compounded baclofen concentration was increased to 4000mcg/ml and the daily dose was increased. In spite of this, the pt's spasms became so severe, she became contracted. They started her on dantrium and gave a therapeutic bolus without effect. The hcp changed the drug concentration to 2000mc/ml. The pt then experienced an overdose with obtundation, limited response, decreased heartrate and decreased respiratory rate. In 12/2005, the pt was admitted to the intensive care unit where the pt was monitored. The pt never required intubation. The daily dose of medication was decreased from 1600 - 1700mcg/day to 950mcg/day. The pt responded well and was discharged to home in early january. The hcp planned on doing a dye and roller study, but the pt experienced overdose symptoms again with subsequent improvement. The hcp reported that the pt has now recovered without sequela. The hcp feels it was a drug concentration issue.